Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID :3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead.

Event description:
It was reported that there was a communication problem reported. The patient noticed this the other day. An implantable neurostimulator (ins) overdischarge was suspected. Patient education issues were the primary reason for overdischarge. The patient decided to take a break from stimulation since they used it 24/7 for so many years. The patient did not know they still needed to recharge the ins when it was turned off. The last successful recharging session was "a while" 1 to 2 months prior. It was reviewed how to reposition the antenna and press the start charge button, but this did not resolve. It was recommended interrogating with the patient programmer and there was poor communication. Additional information received reported that it was unknown if an overdischarge was confirmed. The full battery does not seem to last as long as it used. It only lasts for 5 or 6 days. Troubleshooting or mitigations that were performed was an impedance check and the #1 contact was showing high impedance. The battery started to fade according to a manufacturer representative (rep). The patient recovered without permanent impairment and the stimulator generator was removed/replaced on (B)(6) 2016. Relevant medical history includes failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.